Event description:
It was reported that during a surgical procedure conducted at the user facility two cutting accessories broke while in use with the device. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a surgical procedure conducted at the user facility two cutting accessories broke while in use with the device. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The reported breaking blades was confirmed during device evaluation. A loose td ost was found, which can contribute to the reported event. The device was repaired and returned to the user facility.

Manufacturer narrative:
(B)(4).